Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The pacing lead exhibited rising and high thresholds. The ipg was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.